Manufacturer narrative:
Results: balloon burst occurred during the procedure, little calcification and moderate tortuosity, deformation problem. Conclusions: lesion morphology. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. Physician was attempting to use one sprinter legend balloon in a little calcified lesion in the lcx with moderate tortuosity. There was resistance encountered when advancing the device. The device was returned for analysis and damage to the balloon and tip was noted. The physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Evaluation summary: the distal tip was severely damaged. There was a longitudinal tear along the balloon working length. The balloon material was jagged along the edges of the tear.